Manufacturer narrative:
Eval summary: quality engineering analysis concluded that the cutter torque cable was not separated. Two dents were noted on the housing torque cable. Quality engineering determined that the cutter torque cable was intact and the root cause of the complaint was user error. There were indications that the housing torque cable was over crimped in several locations. This over crimping of the rhv or the pinching of the htc shaft, as indicated on the returned device, can prevent the ctc and cutter from turning and thus prevent cutting. No corrective action is warranted at this time. All sca ex atherectomy devices are inspected to ensure they meet all product specs. This MDR is considered closed by the qa dept.

Event description:
During an atherectomy procedure, it was reported that after the 20th cut, a ctc fracture occurred in the middle of the cut and the shaved atheroma could not be packed into the nosecone/collection catheter chamber. The unpacked atheroma moved distally and created another lesion. The device was replaced with another sca-ex device and the procedure was completed. Reportedly the pt was stable.